Event description:
The customer reported that there was a failure to alarm during an alarm event. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm during an alarm event. The limited available information suggests that the ECG lead selection was not optimal and that this was related to the lack of alarm. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.